Manufacturer narrative:
(B)(4). Method: the complaint rt226 was received at our fisher & paykel healthcare (fph) regional office in (B)(4) and was visually inspected by trained fph personnel. Results: visual inspection revealed a crack along one of the swivel wye ports of the subject circuit. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. Our user instructions that accompany the rt226 state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via our distributor that the rt226 infant low flow breathing circuit had a crack on the swivel. There was no patient involvement.